Manufacturer narrative:
This report is submitted on november 14, 2023.

Event description:
Per the clinic, the patient is a non-user due to intellectual disability and developed an infection at implant site. The patient was hospitalised on (B)(6) 2023, due to the infection and the device was explanted on (B)(6) 2023, under general anaesthesia. There are no plans to re-implant the patient with a new cochlear device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics during an overnight stay at the hospital. Device analysis report attached. This report is submitted on december 12, 2023.